Manufacturer narrative:
Continuation of d10: product ID 977a290, serial# (B)(6), implanted: (B)(6) 2023, explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(6), ubd: 14-nov-2026, UDI#: (B)(4). G2: the country of the event is germany. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported there was an out of regulation (oor) message. Patient's hcp is 200km away and they wanted to know if they can be seen in a hospital closer by; checking with local sales rep what the options are. Additional information was received from a manufacturer representative (rep). The patient showed up at the hospital to have their scs system checked. The cause of the oor message was determined to be high impedances on lead poles 0,1 and 2. Reprogramming was attempted, but the target area neck could not be reached with poles 4, 5, 6 or 7. A surgical lead replacement is planned, or date unknown due to long wait list.